Manufacturer narrative:
The technician replaced the casters and supports to repair the bed.

Event description:
Info received indicates the brake not set is alarming all the time due to broken caster supports braking and stems preventing the brake from holding.